Manufacturer narrative:
The patient's age was also provided as (B)(6). A clarification has been requested.

Event description:
The customer reported that they received erroneous results for one patient sample tested for thyrotropin (tsh) and free thyroxine (ft4) on an e602 analyzer. (B)(4). The sample initially resulted as 0.76 iu/l for tsh and 5.11 ng/dl for ft4 when tested on the e602 analyzer in a sample cup that was processed by a pre-analytics system. The tsh value was reported outside of the laboratory and the ft4 value was not reported outside of the laboratory. The sample was repeated for tsh on a beckman dxi 800 analyzer, resulting as 1.2 iu/l. The repeat tsh result was believed to be correct and a corrected report was issued for the repeat value. The sample was also repeated for ft4 on a centaur analyzer, resulting as 1.5 ng/dl. The repeat ft4 value was believed to be correct. The customer stated that the mother tube of the sample was repeated on the e602, centaur, and beckman analyzers. The customer stated that the repeat results from the mother tube were the same. No specific repeat values were provided for the mother tube. The patient was not adversely affected. The e602 analyzer serial number was (B)(4). The customer believed that the sample contains an interferent and agreed that a service dispatch to check the analyzer was not necessary.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The patient sample was requested for investigation, but could not be provided. A general reagent issue most likely can be excluded. Investigations have determined that the customer was using ft4 reagent lot number 186894 at the time of the event.